Manufacturer narrative:
Submit date: 4/25/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps container. The customer states when they opened the box there was one broken container.

Manufacturer narrative:
Submit date: 6/28/2016. A device history record review cannot be performed as no lot number provided by the customer. The sample photo was received; the container is cracked on the top rim area near handle. A review of changes to product and process has been conducted identifying no affecting changes. There were no machine issues that contributed to this issue. The container may be cracked during shipping and handling. There were no material issues that contributed to this issue. There were no measurement issues that contributed to this issue. This issue has been determined to be an event with minimal risk as damaged container should not be used. Before use container/lid needs to be inspected for any damage. The potential root cause has been determined to be container cracked during shipping and handling due to external stress/forces. Based on the existing controls, the internal reject and the complaint history review, additional correction or containment activities are not warranted at this time. No corrective action is required at this time. Although there have been no trends identified for this product, this complaint will be used for tracking and trending purposes.